Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer could not pair simplera sensor to pump. The customer reported loss of communication between transmitter and pump. The customer also reported loss of communication between mobile device and pump. The customer reported no adverse event. The event involved product(s) unk_sensor, mmt-6102, mmt-1884l, mmt-7841zn. Troubleshooting was not performed for communication issue between simplera sensor and pump. Troubleshooting was not performed for communication issue between transmitter and pump. Troubleshooting was performed for communication issue between mobile device and pump. It was confirmed that unpairing and re-pairing the pump and mobile device resolved the issue. No harm requiring medical intervention was reported. No product return is required for unk_sensor, mmt-1884l, mmt-7841zn. Product return is not applicable for non physical device mmt-6102.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) unk_disposablesensor, mmt-6102, mmt-1884l, mmt-7841zn. No product return is required for unk_disposablesensor, mmt-1884l, mmt-7841zn.